Manufacturer narrative:
Upon further investigation, this case was determined to be a continuation or duplicate of the event reported under emdr number 2518422-2024-22591. Therefore, this report is being redacted, and all additional information will be reported through emdr number 2518422-2024-22591.

Event description:
Philips received a complaint by the customer on the v60 indicating that while performing preventative maintenance (pm), it was observed that the device is getting error code 1115 check vent: aux alarm supply failed message. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. Error code 1115 appeared, indicating issues with the motor controller (mc) pcba, power management (pm) pcba, central processing unit (cpu) pcba, and power supply. New mc pcba, pm pcba, cpu pcba, and power supply were installed, but the error code persisted. The investigation is ongoing.